Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: there was evidence of voltage drops, battery alarms and pump reboot events observed in the black box. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of battery cap. A leak test showed that there was a leak at a battery compartment crack. There was no evidence of additional moisture contamination inside the pump.